Manufacturer narrative:
Incident reported to inverness on 2/6/2006. Requested information on 9/25/2006 and 10/10/2006 and 7/27/2007. Information not received until 10/19/2007. Earring were not returned to manufacturer for evaluation.

Event description:
Consumer claims to have had ears pierced at a retail vendor with the inverness system in 2005. Sought medical attention for redness and swelling about 5 days after. An oral antibiotic was prescribed at that time. Sought medical attention again five days later. An oral antibiotic was prescribed at that time.